Manufacturer narrative:
The unit did not have a button error alarm. However, the unit had an intermittent button response due to moisture damage on the keypad. The unit had a minor scratched lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer called in to report that the insulin pump alarmed button error and she could not clear it. The customer stated she was running on the treadmill when the device began to vibrate. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.